Event description:
Customer reported the passport 2 monitor did not recognize the gas module which may have resulted in a loss of gas monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the systems motherboard and verified proper operation.